Event description:
Subsequent to the initial filed report, the abbott vascular returned goods lab received the device with the distal shaft separated instead of the reported proximal shaft. Additional information received indicated that the site had intended to report that the distal shaft had separated, and not the proximal shaft. The distal portion of the shaft was able to be withdrawn from the anatomy with no snaring required. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation and stent damage were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.5x38 rx xience prime stent delivery system (sds) was advanced toward a heavily calcified, 90% stenosed, de novo lesion in the heavily tortuous distal right coronary artery (rca), but was unable to cross the lesion due to patient anatomy. During the attempt to cross, while excessive force was not applied, the proximal shaft separated. The rx xience prime sds was withdrawn from the anatomy without resistance and it was noted that stent struts were crushed and flared. The procedure was completed using another 2.5x38 rx xience prime sds, resulting in 50% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.